Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of internal and external components found no abnormalities. Device returned with drivelines correctly attached (red to red and blue to blue). Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included replication of the crossed cannulas (red blue and blue to red) to confirm the affect on driver performance. After the necessary fifteen minute window for full boot up, fv and co displayed asterisks on the display screen, indicating low co, and the driver annunciated a resolvable alarm. This was followed by intermittent resolvable alarms due to the low co. This did not result in a permanent alarm, as designed, in order for co to be addressed and the alarms to ultimately resolve. The customer complaint was replicated but indicated the driver functioned as designed and is not evidence of a malfunction. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during testing; the root cause of the reported alarms was determined to be due to the incorrect connection of the cannulas. The issue of the crossed cannulas was addressed in a separate adverse event MDR 3003761017-2025-00173, that was previously reported. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found and the driver functioned as designed. Patient was switched to a backup driver with correct cannula connections at the time of this complaint. No adverse impact to patient reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per clinic staff, hospital exchanged primary freedom driver due to ongoing alarms. One of the coordinators noticed that someone had incorrectly removed and reinstalled the cpc connectors into the freedom driveline tubing with the cpc connector gender reversed, resulting in reversed color coded connections. Switching to a new freedom driver corrected the problem.

Event description:
Per clinic staff, hospital exchanged primary freedom driver due to ongoing alarms. One of the coordinators noticed that someone had incorrectly removed and reinstalled the cpc connectors into the freedom driveline tubing with the cpc connector gender reversed, resulting in reversed color coded connections. Switching to a new freedom driver corrected the problem.